Event description:
The device was connected to the patient, who was then diagnosed to be in ventricular fibrillation. Reportedly, the device would not discharge defibrillator energy to the patient. An AED was already on scene. Patient monitoring was continued with the lifepak 12 defibrillator/monitor, while the AED was used to defibrillate the patient. Patient outcome was not reported. However, the reporter indicated patient outcome would not have been adversely affected by device operation, due to use of the AED.

Manufacturer narrative:
The device was examined by the local factory service representative. The representative verified the defibrillator would not function, due to a male pin that was broken off of the therapy cable used with the device.